Event description:
It was reported that the patient experienced nocturnal hypoglycemia with a blood glucose of 54 mg/dl after several hours of elevated glucose and treated the event with oral carbohydrates; the patient, a flight attendant, received education on announcing meals based on carbohydrate content, including that snacks of 15 grams of carbohydrates or less do not require announcement. Symptoms included hypoglycemia. Outcomes included the need for medication in the form of oral glucose. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed no findings and insufficient information, and no specific device problem or component could be identified. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.